Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it had performed to specification up to (B)(6) 2012. The info obtained from the device showed that the device failed a weekly self-test because of an error with the real time clock (rtc). This resulted in illogical date and time data being recorded. There was also evidence the device was switching itself on automatically resulting in manual power-up to 10 minutes in duration. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. This could cause early depletion of the pad-pak. Pad-pak (lot 764) was confirmed to have been significantly depleted. Pad-pak (lot 764) had a use until date of 10/2013. The device correctly identified the fault with the device and switched to fault mode and the customer was alerted with the status indicator flashing red and the device emitting an audible warning message. The failure of the rtc could not be replicated during test. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.